Event description:
Customer alleges discrepant results with meter: date- (B)(6) 2011, lot# 262184, inratio 1.3, lot# 270103, inratio 1.8. Pt's therapeutic range is 2.0 - 3.0. Comparison done within 20 minutes.

Manufacturer narrative:
Investigation pending.